Event description:
It was reported that a patient had an initial hip arthroplasty on an unknown date where competitor product may have been used. Subsequently, the patient was revised on (B)(6) 2014 due to possible infection where spacer molds were implanted. A re-implantation took place on (B)(6) 2015 and the spacer molds were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.